Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Event description:
It was reported that this brady lead was attempted due to product performance issue. New lead was replaced. No adverse patient effects were reported. Additional information received indicates that the lead was attempted due to helix issue.

Event description:
It was reported that this brady lead was attempted due to product performance issue. New lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis did reveal any abnormalities. Laboratory analysis did identify helix being deformed and dried body fluid was noted in the helix housing which is normal for active fixation leads.

Event description:
It was reported that this brady lead was attempted due to product performance issue. New lead was replaced. No adverse patient effects were reported. Additional information received indicates that the lead was attempted due to helix issue.